Manufacturer narrative:
Insulin pump powered up properly after battery installation. No unexpected vibrating alerts, missing segments, partial display, or inverse colored background observed on the display noted. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted during testing. Insulin pump was monitored for two days and no display anomalies noted. Insulin pump received with scratched case and pillowing keypad overlay. (B)(4).

Event description:
Customer's father reported via phone call that the device alarmed insulin flow blocked alarm. Customer's blood glucose was over 400 mg/dl. Customer was unable to troubleshoot. Customer mentioned the background would turn white and grey and vibrate then back to normal. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.